Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic inguinal hernia procedure, while inserting mesh thru trocar, the valve seal disengaged and fell into the patient's cavity and was removed by using a grasper. Another trocar was used to complete the procedure. There was no patient injury.